Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion: a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the procedural sheath pulled back against the shuttle handle. Sealant was located at the balloon proximal bond and was exposed to blood. The balloon bond was inspected at high magnification for anomalies that may have obstructed the device path. It was observed that the adhesive taper was missing. This condition may have contributed to the reported event. In addition, six unused sterile mynxgrip vascular closure device 6f/7f devices from the same box (same manufacturing lot number f1703803) were received in the original sealed packages. All devices were visually inspected prior to deployment simulation and no anomalies were observed. The adhesive taper were inspected at high magnification for damages and/or anomalies that may have prevented the advancer tube from engaging to the tamp locks during deployment. No damages or anomalies were found. Functional deployments for the 6 unused devices were simulated in the bench top model using a 6f cordis avanti+ procedural sheath. The device was advanced to the marker satisfactorily. All devices deployed sealant with the advancer tube properly engaged to the proximal tamp lock. The balloons were deflated, and the catheters were withdrawn through the advancer tubes with no issues. The returned units passed the simulation test and are deemed within specification. Review of lot f1703803 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿failure to deploy¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer may have been missing balloon bond adhesive which may have obstructed the device path during the deployment step. This issue appears to be related to the manufacturing process of the product. A CAPA has already been initiated to address a damage or missing adhesive taper.

Event description:
As reported by the sales rep: "when trying to deploy three 6/7f mynxgrip vascular closure device, the sealant would not deploy from the device. There was no reported patient injury. The product will be returned for analysis.